Manufacturer narrative:
(B)(4). Initial reporter phone number: (B)(6). Office contact phone number: (B)(4).

Event description:
According to the reporter, for the last couple months the device handles have been very difficult to load, they are not like it used to be. Once suture is finally loaded, the suture has been fraying and breaking. It has never done this in the past years. They continue to have this quality issue with the reloads and the handles.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, for the last couple months the device handles have been very difficult to load, they are not like it used to be. Once suture is finally loaded, the suture has been fraying and breaking.